Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an impella 2.5 for mechanical circulatory support. It was noted that the patient has peripheral vascular disease, an angiogram was performed, and it was noted that the 13fr sheath was occlusive. The patient complained of severe leg pain. The physician decided to explant the impella 2.5 and replace with an intra-aortic balloon pump. Hemostasis was achieved and it was reported that the procedure was successful.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.